Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer¿s incident blood glucose level of 399 mg/dl. The customer also mentioned other blood glucose level of 160 mg/dl and 250 mg/dl. The customer declined troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.